Manufacturer narrative:
Event description continuation: force and stability filters were used with the visitag. Time color option was used prospectively. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are still working on retrieving the device history record. Once that is received a 3500a supplemental report will be submitted. Concomitant products: st. Jude medical transseptal needle (model# unknown lot# unknown). Pentaray nav eco catheter (model# d-1282-07-s lot# 17502091l). St. Jude medical sl0 8.5f sheath (model# unknown lot# unknown). Manufacturer's ref. No: pi1-1iv714s.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain (placed in the lab). At the end of the procedure, during validation phase, a tamponade was detected. Pericardiocentesis with pericardial drain yielded greater than 400ml of fluid. Patient required re-ablation. It was noted that while passing the smarttouch ablation probe through the sheath going into the left atrium, the catheter likely passed between 2 leaflets and tore the inter-atrial septum. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is procedure related. The catheter was not responsible, as it was more of a handling issue. Transseptal puncture was performed with a st. Jude medical transseptal needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator parameters included power control mode at 25 watts and temperature at 45°c. Generator settings at the time of injury were not reported, as the injury did not occur during ablation. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the injury was not related to ablation. Irrigated catheter flow was set at 17-30ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. Force visualization features included graph, dashboard, vector, and visitag.

Manufacturer narrative:
The device history record, manufacture date and expiration date were received on may 15, 2017. Therefore, expiration date, manufactured date and UDI fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).